Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. After a non-bsc guide wire crossed the lesion, a 2.5x5mm non-bsc balloon catheter was advanced for dilation but device broke off. A 3.00mm x 15mm nc emerge® balloon catheter was advanced; however, during the second inflation at below the rated burst pressure, the balloon ruptured due to calcification. The device was simply removed from the patient's body. Rotablation was then considered and termination of treatment was good. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. There was blood in the inflation lumen. There was a pinhole and scratches at the edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. After a non-bsc guide wire crossed the lesion, a 2.5x5mm non-bsc balloon catheter was advanced for dilation but device broke off. A 3.00mm x 15mm nc emerge balloon catheter was advanced; however, during the second inflation at below the rated burst pressure, the balloon ruptured due to calcification. The device was simply removed from the patient's body. Rotablation was then considered and termination of treatment was good. No patient complications were reported and the patient's status was stable.